Event description:
It was reported that the bd needle 21ga 1-1/4in lax had foreign matter. The following information was provided by the initial reporter: product: 301731 syringe plastipak 10ml s/su. Lot 2132840. Defect: white stain on the needle description: ¿the novafem vta pre-filled syringe product has a stain on the syringe needle. The stain looks like white paint.¿ could you please confirm the batch involved? Since it mentions ¿pre-filled syringe needle.¿ I confirm that the batch is correct, hypodermic water batch 2132840. Are additional photos of the needle related to the incident available for analysis? Yes. Was the product usable? No, because the needle cannot be used with the stain. Was there any harm to the patient/healthcare professional (details)? It was not used; the patient had to purchase another unit.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: three photos were received by our quality team for evaluation. Upon visual inspection it was observed that matter is on the tip of cannula; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined without a physical sample to do further testing on the matter to determine what it is. However, it could be epoxy used as an adhesive in the assembly of the cannula to the hub. This incident has been added to our database of reported incidents.

Event description:
No additional information.